Event description:
It was reported that over the course of eighteen months, this implantable pacemaker's remaining battery longevity had decreased from 7.5 to 3.5 years remaining. Boston scientific technical services was contacted for review, and it was confirmed that the battery was depleting prematurely. Replacement or a data re-evaluation was recommended within a time frame. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that over the course of eighteen months, this implantable pacemaker's remaining battery longevity had decreased from 7.5 to 3.5 years remaining. Boston scientific technical services was contacted for review, and it was confirmed that the battery was depleting prematurely. Replacement or a data re-evaluation was recommended within a time frame. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.